Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dizziness, 2 falls on (B)(6) 2021 and (B)(6) 2021, brain hemorrhage and a femoral neck fracture. The patient did report to receive medical intervention and has experienced several hospitalizations and surgerys and is now disabled. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dizziness, 2 falls on (B)(6)2021 and (B)(6)2021, brain hemorrhage and a femoral neck fracture. The patient did report to receive medical intervention and has experienced several hospitalizations and surgerys and is now disabled.  The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in this device. Observed dust-like contamination on the air outlet port, air inlet behind where the filter sits, underside of the top cover, outside panel covers, spread out on the top of the pca. Also, there was hair and fiber contamination near the ui (users interface) knob. Pca copper edge contacts (j5) had unknown black corrosion. I observed dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor. I observed dust-like contamination and tiny fibers and hairs at the bottom of the blower box. The air inlet seal had yellowed and had dust-like contamination on it.  The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that he is unable to confirm the complaint or address the symptoms specified. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. In this report, section d9, g3, h3, h6 has been updated.